Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found followings; the device was visually inspected externally for damage that could be attributed to the customer specified fault on arrival prior to reprocessing, the distal end was dislocated and had come away from the insertion tube. Leakage was confirmed from the insertion tube. There was dirt on the connector. The connector was rattling and loose. There was no light output from the device. About 75% of the fibers were damaged. No needle strike marks were visible on the distal end, suggesting the damage occurred in the channel. Olympus (B)(4) assumed that the reported event was a direct result of the aspiration needle being deployed incorrectly. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the camera end of the distal end had come away from the device during a procedure. The customer confirmed that there was resistance when the customer tried to use the needle. Then, the end of the device detached and held on by the internal wiring. The customer also confirmed there were no broken parts to retrieve. The inside of the insertion tube was visible. The customer replaced the device to another device and completed the procedure. The procedure was delayed due to the replacement of the device. According to the customer, they believe there could be a problem with the needles they have used. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; -physical stress was applied to the distal end due to transportation, storage, use, cleaning, etc., and the joint could not withstand the load and was broken. -long-term use deteriorated the adhesive at the distal end and loosened the joint. If significant additional information is received, this report will be supplemented.